Manufacturer narrative:
Only two photos were provided of the lens while inside the eye. There is a shadowed line area observed on the optic. The location of this shadowy line was the right side of the optic. This area appears to begin at the optic edge and travel horizontally into the optic material. This area may be split or cracked damage. It cannot be confirmed from the photos. The viscoelastic information was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint based on available information. Two photos were provided of the lens while inside the eye. There was a shadowed line area observed on the optic. This shadowed area was interpreted as optic damage; however, it cannot be confirmed from the photo. It is difficult to make a final determination without evaluation of the physical sample. The file also indicated that a video had been available; however, the video file was too large to send by email. Dropbox link cannot be opened due to company's it systems safe and secure policy. . It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the sample or more information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the peripheral optic cracked just after inserting. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).